Event description:
Reportedly, corrupted alert was detected thanks to the daily check process.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, corrupted alert was detected thanks to the daily check process.